Event description:
Pump declared a cartridge change error, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." Correction bolus was administered via the pump. Technical support instructed removal of the cartridge from the pump to inspect and clean areas with noted issues, which the customer completed successfully, allowing the insulin process to resume without third-party assistance.